Event description:
Clinic notes were received on (B)(6) 2013 which indicated that the vns patient has a past medical history of obstructive sleep apnea and experiences a shortness of breath when the vns goes off. The physician later reported that the patient had a history of mild sleep apnea and the patient has only been seen once, on (B)(6) 2013. The patient's most recent settings were noted to be output - 1.75 ma, frequency - 20 hz, pulse width - 500 microseconds ( decreased to 250 microseconds), on-time - 30 seconds, off-time - 1.1 minute. No further information was provided.